Event description:
It was reported that customer experienced battery depletion issues. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, and technical support reviewed device battery usage data and battery rate was depleting normally.